Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / chronic pelvic pain") and uterine perforation ("migration/perforation/ essure migration in the myometrium/ right essure device embedded in the right tubal ostia/ left essure device had migrated and was now protruding the myometrium at the fundus") in an adult female patient who had essure (batch no. R1 c5000x2) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, yeast vaginitis, low back pain, herniated disc, skin dry, joint pain, vaginal discharge and mechanical ileus. Previously administered products included for an unreported indication: mirena in (B)(6) 2012, flagyl, pantoprazole, metoclopramide, ibuprofen, terconazole cream and percocet. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and infection ("infection,"). The patient was treated with surgery (total vaginal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation, dysmenorrhoea and infection outcome was unknown. The reporter considered dysmenorrhoea, infection, pelvic pain and uterine perforation to be related to essure. The reporter commented: lot number: ess306 006936, there were 6 trailing coils left , 7tmiling coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: possible bowel obstruction versus ileus with dilated small bowel loops. Hysterosalpingogram - on (B)(6) 2017: two essure implants in place. Obstructed right fallopian tube. Patient left fallopian tube; on (B)(6) 2017: findings: essure coils were noted bilaterally. The right side coil was noted at the expected position with no evidence of contrast past coil. The left sided coil was orthogonal to the course of the fallopian tube which was opacified due to the ampullary position. The proximal end of the coil may be within the ~ isthmic portion of the tube. Impression: malposition left fallopian tube coil, stable. Findings compared to the (B)(6) 2017. Pregnancy test - on an unknown date: negative. Ultrasound scan - on an unknown date: essure seen bilaterally, normal uterus/ovaries. Patient with abnormal vaginal discharge. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / chronic pelvic pain") and uterine perforation ("migration/perforation/essure migration in the myometrium/ right essure device embedded in the right tubal ostia/ left essure device had migrated and was now protruding the myometrium at the fundus") in an adult female patient who had essure (batch no. C5000x2-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, yeast vaginitis, low back pain, herniated disc, skin dry, joint pain, vaginal discharge and mechanical ileus. Previously administered products included for an unreported indication: mirena in (B)(6) 2012, flagyl, pantoprazole, metoclopramide, ibuprofen, terconazole cream and percocet. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and infection ("infection,"). The patient was treated with surgery (total vaginal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation, dysmenorrhoea and infection outcome was unknown. The reporter considered dysmenorrhoea, infection, pelvic pain and uterine perforation to be related to essure. The reporter commented: lot number: ess306 006936, there were 6 trailing coils left , 7tmiling coils were seen diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: possible bowel obstruction versus ileus with dilated small bowel loops.. Hysterosalpingogram - on (B)(6) 2017: two essure implants in place. Obstructed right fallopian tube. Patient left fallopian tube; on (B)(6) 2017: findings: essure coils were noted bilaterally. The right side coil was noted at the expected position with no evidence of contrast past coil. The left sided coil was orthogonal to the course of the fallopian tubewhich was opacified due to the ampullary position. The proximal end of the coil may be within the ~ isthmic portion of the tube impression: malposition left fallopian tube coil, stable findings compared to the (B)(6) 2017. Pregnancy test - on an unknown date: negative. Ultrasound scan - on an unknown date: essure seen bilaterally, normal uterus/ovaries patient with abnormal vaginal discharge,. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.